Event description:
On (B)(6) 2024, infutronix received a report that a pump had power issue - device powers self off. Patient mentioned that her pump had cut off on its own twice in the last two weeks. Device was requested to be returned. No patient information was provided.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available. Reference: complaint # (B)(4).

Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. There are no previous complaint on this device. The pump was tested with the following testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there was no evidence of an abrupt power off found in the log, as reported by the end user. Seeing the code "log_event_on" code without an "log_event_off" code before it would have revealed an abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. No evidence of this was found in the log. A 100 ml infusion was unable to be ran on a pump due to a limitation with the customer's library configuration. The pump was set to run a 20 ml infusion at a rate of 0.5 ml per hour, using the pump's current parameters. The infusion was successfully completed and the pump did not power off abruptly before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction. Functional testing did not confirm the reported condition and was unable to be duplicated. Reported issue not found, device does meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint # (B)(4).